Event description:
It was reported by svc report that there was a hydraulic leak at the access plug on lift cylinder. It is unk if there was pt involvement, however no adverse consequences are reported.